Event description:
The customer reported a low ma and low kv error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the high voltage board and backplane. System operates as intended. This MDR is related to ge healthcare complaint.